Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016; 8637-40 neuro pump implanted: (B)(6) 2014; 8781 catheter, implanted: (B)(6) 2014.

Event description:
It was reported that there was a warning for low impedance on the right atrial (ra) lead. The lead was reprogrammed to unipolar. It was further reported that the patient experienced stimulation from unipolar pacing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the ra lead exhibited low impedance that continued further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.